Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a complex ischemic ventricular tachycardia ablation procedure a cardiac perforation occurred. When transseptal access was being obtained fluoroscopy showed that a perforation had occurred, which was later confirmed by an echocardiogram. No patient symptoms were noted. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.